Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that a patient with this neurostimulator stated that they had pain at the battery site and their implant was flipping in the pocket. The patient also mentioned they were experiencing weird leg numbness and discomfort. The physician didn't seem to think the numbness in their leg was device-related, but was contributing to other health issues that the patient has. The physician decided to replace both the ins battery and the lead, and to place them on the opposite side of where the patient had the device and lead placed previously, to make sure they didn't have the same ailments. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block d10: UDI for concomitant product, tined lead: (B)(4). Block h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, numbness, pain and migration was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator stated that they had pain at the battery site and their implant was flipping in the pocket. The patient also mentioned they were experiencing weird leg numbness and discomfort. The physician didn't seem to think the numbness in their leg was device-related but was contributing to other health issues that the patient has. The physician decided to replace both the ins battery and the lead, and to place them on the opposite side of where the patient had the device and lead placed previously, to make sure they didn't have the same ailments. There were no additional patient complications.